Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Conclusion: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During a tka when implanting the poly the surgeon noticed a short black hair on the device. He removed the device and a back up device was immediately available. The surgeon commented that he believes that the implant was packaged that way.

Event description:
During a tka when implanting the poly the surgeon noticed a short black hair on the device. He removed the device and a back up device was immediately available. The surgeon commented that he believes that the implant was packaged that way.